Event description:
(B)(6)clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented with recurrent chest pain and was diagnosed with stable angina (ccs 1). Cardiac catheterization was recommended. The de novo target lesion was located in the 1st diagonal branch (dx1) with 80% stenosis and was 14mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with direct placement of a 2.75x16mm taxus liberte stent with 9% residual. The patient was discharged on aspirin and prasugrel. In (B)(4) 2013, the patient developed an episode of urinary incontinence and experienced sudden cardiac arrest at home. When paramedics arrived, the patient was noted to be in apneic, hypotensive arrhythmic, altered mental status and pulseless. CPR was initiated. The patient was intubated and treated with IV fluids, bicarbonate, several rounds of epinephrine and atropine, but no viable pulse was regained. At the time of event, the patient was on aspirin and had never taken study drug during the study. Other antiplatelet medication was last taken in (B)(6) 2013. On the same day the patient was pronounced dead. The primary cause of death was sudden cardiac death. No autopsy was performed.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).